Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had screen malfunction. Per review of work order on 22aug2025, device was used on patient and there was no patient impact. Per follow up information received via mail on 22aug2025, device was sent to task management for repair. Repair was not completed yet. Assessment not yet made. Loaner was installed to continue therapy.

Event description:
It was reported that the arctic sun device had screen malfunction. Per review of wo on (B)(6) 2025, device was used on patient and there was no patient impact. Per follow up information received via mail on 22aug2025, device was sent to task management for repair. Repair was not completed yet. Assessment not yet made. Loaner was installed to continue therapy.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed control panel. The device was evaluated upon receipt. Tried starting up this device but it didn't boot up. Black screen was shown. Replaced control panel. After attaching a new control panel, the device did boot up and the system details were visible. Functional test passed with the new screen. Performed general maintenance (cleaning, inspection, replenish cleaning solution, calibration). Functional test, calibration and electrical safety test passed without problems. Device meets all criteria. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.